Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0f6ng, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0c956 ,implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4). (B)(6).

Event description:
Hold for lois 02/29/2016a healthcare professional reported that starting on (B)(6) 2014 the patient whose indication for use is parkinson's dual and movement disorders had suicidal ideation. The patient had increased suicidal thoughts and episodes of weeping that lasted several hours during which the patient would feel like he would want to die. The patient had no active plan for suicide. Medications were administered, patient was prescribed cymbalta. The patient was started on cymbalta which helped. The event was resolved without sequelae. The patient had stopped taking cymbalta and had a tearful episode on (B)(6) 2014. Healthcare professionals recommended the patient resume taking it immediately. The event was related to programming/stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that on (B)(6)2014, a new group of settings was created to move the stimulation away from the patient's limbic system to eliminate the depression, but the symptoms became worse after this change. On (B)(6)2015, the patient's spouse and the deep brain stimulation (dbs) nurse made additional changes to the patient's therapy over the phone, but the patient became suicidal and felt tearful again. It was then stated that the patient seems to toggle between group a and b settings when [their] mood worsens. The groups seemed to help the patient at first, but two months later, the patient needs to switch the groups again. The etiology was also updated to related to the device/therapy, not related to the implant procedure, and due to programming. The patient's most recent device interrogation/reprogramming date prior to the event was on (B)(6)2014. The actions/interventions taken to resolve the event were also updated to the patient receiving new settings for therapy to move stimulation away from the patient's limbic area on (B)(6)2014 and the patient stopping cymbalta on (B)(6)2014; the health care provider (hcp) recommended the patient resume taking the cymbalta immediately on (B)(6)2015. The event was considered resolved without sequelae on (B)(6)2015. No further complications were reported/anticipated.